Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that there was filter vent leakage after 8 minutes of infusion. The filter vent was closed but still leaking. The event occurred during infusion of irinotecan in dextrose 5% in water (d5w) 250cc ivd for 2hrs at 16:00. There was no obvious defect noted on the tubing set. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no drug exposure to patient or staff. There was patient involvement with no patient harm.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.